Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. X-ray examination showed the inner coil at the connector region was overtorqued consistent with procedural damage. Lead was tested with hi-pot and found conductor shorting due to the overtorqued inner coil. Visual inspection of the lead did not find any anomalies. The cause of the reported event was due to the overtorqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited low pacing impedance. The lead was not used and replaced during the procedure. There were no patient consequences.